Event description:
The customer reported being treated at the emergency room due to high blood glucose of 416mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The customer mentioned that the infusion set was changed three times, but her glucose level did not drop. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir, low battery, and no delivery alarms. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Suggested the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.